Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). The seal showed evidence of energy delivery, but bled after cutting. The jaws were cleaned during the procedure frequently, no good seals took place before the issue occurred, and the gastric tissue being sealed was slim. The doctor felt that it did not seal well, and had to change to another ligasure, and it worked.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). There was no re-grasp alert. The seal showed evidence of energy delivery, but bled after cutting. Blood transfusion was not necessary, and no medical/surgical intervention or reoperation was done to patient to stop the bleeding. The jaws were cleaned during the procedure frequently, no good seals took place before the issue occurred, and the gastric tissue being sealed was slim. The doctor felt that it did not seal well. Had to change to another ligasure and it worked.